Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla). Surgery to reposition the magnet has been completed on (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.